Event description:
Inflow cannula of berlin ventricular assist device spontaneously ruptured resulting in hemorrhage, arrest, neurological change, emergent ECMO placement, and death. Cause of rupture unknown.